Event description:
It was reported that 289 bd luer-lok¿ tip syringes' batch information did not match what was listed on their boxes. The following information was provided by the initial reporter, translated from chinese: "when the company's production staff inspected the materials before production, they found that the batch number on the three small boxes of the sterile single-use syringe supplied by bd was inconsistent with the batch number on the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: additional lot numbers were added by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that some bd luer-lok¿ tip syringes' batch information did not match what was listed on their boxes. These syringes came from lots 8277849, and an unspecified lot. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8277849. D.4. Medical device expiration date: 30-sep-2023. H.4. Device manufacture date: 22-oct-2018. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that some bd luer-lok¿ tip syringes' batch information did not match what was listed on their boxes. These syringes came from lots 8277849, and an unspecified lot. The following information was provided by the initial reporter, translated from chinese: "when the company's production staff inspected the materials before production, they found that the batch number on the three small boxes of the sterile single-use syringe supplied by bd was inconsistent with the batch number on the syringe."

Manufacturer narrative:
H6: investigation summary: seven photos were provided to our quality team for investigation. Three photos displayed 1ml luer lock syringe blister packages that appeared to be missing their unique device identifying information. One photo displayed a 1ml luer lock syringe box from batch 8277849. One photo showed 1ml luer lock syringes in blister packs from batch 8277849 with no visible defects. Two photos displayed blister packs that were missing approximately half of the unique device information, only the batch 8303702 and half of the global trade identification number (gtin) were present. The observed conditions were non-conforming per product specification. Potential root cause for the missing unique device information defect is associated with the packaging process. For the defects that resulted in half of the unique device information being missing it is likely that the top web print cartridge reached an ink level that was too low to adequately print both sides of the unique device information and the unique device identification being completely missing it is also likely that the ink cartridge was at too low of a level or completely empty. Since manufacture of this batch the low ink levels on horizontal printhead setups have been revised to alert the operator at a higher percentage. This will ensure that cartridges are changed before print begins to deteriorate on the horizontal setup. A device history record review was completed for provided lot numbers 8277849 and 8303702. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that some bd luer-lok¿ tip syringes' batch information did not match what was listed on their boxes. These syringes came from lots 8277849, and an unspecified lot. The following information was provided by the initial reporter, translated from chinese: "when the company's production staff inspected the materials before production, they found that the batch number on the three small boxes of the sterile single-use syringe supplied by bd was inconsistent with the batch number on the syringe."